Event description:
Reportedly, this ring was explanted after approx a 2 yr, 4 month implant duration due to mitral regurgitation and congestive heart failure.

Manufacturer narrative:
Device not returned.